Event description:
On (B)(6), 2012, the patient claimed she had a hypoglycemic episode. On (B)(6), 2012 at 3 am, the patient awoke with a blood glucose reading of 91 mg/dl and drank juice but was too tired and went back to sleep. In the morning at 7 am, the patient's mom was unable to wake the patient and contacted emergency service. Upon arrival, the patient was treated with dextrose and refused any further medical treatment at the hospital. Since the alleged incident, the patient had gone to her hcp to have her insulin regimen settings changed. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. The patient reportedly did not receive any unintended or excess insulin. There was no product misuse. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to possible use error and because the patient received hcp medical intervention while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/08/2014 with the following findings: the pump data from the time of the event was not available due to continued patient use. The pump daily dose history appeared inconsistent in the pump due to manual time changes recorded in the pump black box history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.